Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 10 ml/hr. Procedure: total knee arthroplasty. Cathplace: femoral nerve (reference (B)(4)). Dr (B)(6) reported too, that this patient (identified patient 1) had seizure like symptoms and actually seized. He further reported that when he removed the catheter (from the patient), there was no evidence that it was in the vascular space. Dr. Sanders expressed concern that the pump might have contained the wrong medication. Patient became dizzy, diaphoretic, produced red colored emesis, and coded. Symptoms occurred approximately 28 hours after surgery. Pump was set at 10ml/hr and turned to zero prior to dc of pump and catheter. No blood levels were drawn. Patient's status is stable and he was discharged from the hospital. Infusion start time/date: (B)(6) 2012, 11:00 am. Infusion end time/date: (B)(6) 2012, 16:30 (catheter was pulled). Pump was filled by pharmedium, lot # 12263208s.

Manufacturer narrative:
Method - the sample has been received for inspection and evaluation. Results - the device is pending evaluation and testing at this time. Conclusion - a follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. The drug from the pump was emptied and returned to pharmedium for analysis. Other remarks: our hospital contact: (B)(6).